Manufacturer narrative:
On 12-aug-2024, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and there was an irrigation issue noted mid procedure. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and irrigation test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test since the irrigation tube was found bent inside the tip. A manufacturing record evaluation was performed for the finished device number lot 31261657l and no internal action related to the complaint was found during the review. The irrigation issue reported by the customer was confirmed. The bent could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and there was an irrigation issue noted mid procedure. Initially, the map was created with a pentaray which was successfully flushed at the beginning of the procedure confirmed by consultant and staff. After mapping a faradrive pulse field ablation catheter was used to ablate the left atrium. There were no issues at this point upon first pentaray use. After ablation, the pentaray was again taken to perform a remap. At this stage the consultant wanted to confirm the pentaray was flushed. Upon checking no irrigation came out of the pentaray. The bag was checked and had sufficient fluid and pressure necessary to irrigate the catheter. The irrigation port was disconnected and fluid came rushing out the line meaning the block was localized to within the pentaray. No pump was used. Syringe was used and the catheter was still not flushed. No visual damage or blockage was seen by the medical team. The remap was cancelled as the medical team felt ablation was sufficient and did not want to introduce a new catheter. The procedure was completed by this point. No remapping performed. No patient consequence were reported.